Event description:
A contact of a peritoneal dialysis (pd) patient reported that a liberty select cycler screen went blank during step 7 of set up for pd treatment. The patient contact pressed ok, stop, and touched the screen but the screen remained blank. The ok and stop keys made sound when pressed. The cycler was rebooted. The ok and stop keys lit up but the screen remained blank. The patient contact was advised to discontinue the use of the cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn). Technical support issued the patient another cycler. In a follow up the patient reported that there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The functional display test failed. The screen was dim upon powering on the cycler. During internal inspection it was found that transformer (t1) on the ¿inverter board¿ had an internal short which caused a blank display. A known working inverter board was installed and the display functioned as intended. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection was performed and encountered a loose pump assembly screw and a loose compressor grommet. There were visual indications of dried fluid on the bottom cover under the pump assembly. The cause of the observed fluid could not be determined.. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.